Manufacturer narrative:
Serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the devices on disconnected mode. A technical support specialist (tss) checked the facility in remote support service (rss) and confirmed that all pas es stations appeared offline. It was verified that the pas es stations were connected through wireless fidelity (wi fi), indicating a likely router or network related issue. Tss communicated with the customer that the stations also appeared offline from the support side and that the wi fi connection pointed to a facility network problem. The customer later confirmed it was a hospital issue and agreed to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server all devices in disconnect mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.